Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the associated transvenous right ventricular (rv) lead were exhibiting wide fluctuations in rv pacing impedance measurements. All other lead measurements appeared to be normal, but the rv pacing impedance gradually increased to greater than 2000 ohms, triggering a remote monitoring alert.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. Current records suggest that this rv lead and ICD remain implanted and in service. Additional information indicates that no intervention has been performed, and that the physician is monitoring the patient at this time. This event will be updated if any additional information becomes available. Fourteen months later, the patient's physician elected to invasively investigate with the intent of implanting a new pace/sense lead when a device check showed no rv capture at all output levels. Visual observation confirmed that the lead's terminal pin was fully inserted, but the terminal pin came out of the device header when the physician pulled lightly on the lead. It was suspected that the rv rate/sense set screw was never tightened down. The lead was reinserted and the set screw was tightened; the resulting lead measurements and defibrillation threshold testing (dft) results were normal.